Manufacturer narrative:
The needle was returned for investigation and confirmed to be from lot a6907, and not lot a6706 as initially reported in the complaint. The needle manufacturing records for lot a6907 were reviewed and found that 3 electrical hi-pot issues were recorded for this needle's batch. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the hi-pot issue. Based on the investigation results, the root cause was determined to be damage to the resistance wire insulation layer on the heater during assembly process leading to the current leakage in this point. The treatment was completed with no patient injury.

Event description:
It was reported that two icerod needles were used for a renal cryoablation procedure. Immediately after starting to freeze, the needle caused a muscle stimulation effect on the patient. The needle was isolated, replaced with a new one and restarted ablation. The case was completed with no patient injury. The needle was returned for investigation.